Event description:
The pt reported sound sensations had become uncomfortably loud. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery had not been scheduled as of the date of this report.